Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission. Non-sustained rv oversensing due to post-paced t-wave oversensing was noted on the ventricular lead on a stored egm. The patient did not receive therapy during the oversensing. Programming changes were recommended. Dft and further actions will be discussed with the physician. No further information is available.

Event description:
New information received indicates that programming changes were made. Physician did not perform dft. The patient will continue with routine follow-ups.